Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 9-1-20-2.1; reference: 4.8; mean: 3.45; confidence-limits, 2.0-5.0. Inratio: 9-8-09 4.2; reference: 5.6; mean: 4.90; confidence-limits: 2.8-7.2. (Customer had difficulty applying sample). Summary: from end-user provided data, mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house accuracy test and meter functional test did not confirm returned meter was inaccurate. Product deficiency was not established. No corrective action is required as no product deficiency was established. For investigation results, & in-house (accuracy) testing, on 09/16/09, biosite received 1 inratio 1 meter. Returned meter, in-house meter. Type of test: accuracy: retained strip: strip lot: 214429; strip code: y06gp; quantity: 6. Returned strip: na, strip code: na, quantity: na. Comparative system: sysmex 560. Type of donors: therapeutic. Functional test: yes. Visual inspection: yes. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.1; lab-inr: 4.8; meter-inr: 4.2; lab-inr: 5.6. Admitted to hospital recently due to nose bleed that would not stop. Doctor stopped dose while in hospital, started up again recently. Getting low readings sometimes not in target range. Reviewed technique: adding 2nd drop of blood, due to difficulty getting correct amount out for 1st drop.